Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the right atrial lead implant procedure, the lead exhibited noise and no sensing on the pacing system analyzer. Programming change was made unsuccessfully. A new lead was implanted instead. The patient was stable after the procedure.

Event description:
New information received noted that the lead could not sense or pace during pacing system analyzer testing. Oversensing was also noted.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing and visual inspection did not find any anomalies.